Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in, the coating on the insertion serpentine was peeling off. Additionally, the angle wire was broken. The curved tube had been crushed. The insertion guide bundle as well as the insertion serpentine both had significant damage present. Watertightness was not maintained due to holes noted in the curved section, and scratches were found on the eyepiece. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus tracheal intubation fiberscope due to an angulation malfunction. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the coating on the soft tube was peeling off. This report is being submitted to capture the peeling coating found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that stress of repeated use, external factors, or handling caused the event. Olympus will continue to monitor field performance for this device.